Event description:
Additional information was received from the customer: the event occurred during setting up the tower. There was no patient involvement and the procedure was completed with a second tower.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. The following sections were corrected: g2, add canada. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the repair confirmed the reported issue of ¿no image with 180 scope¿ due to faulty patient board. Faulty patient board may result in the phenomenon but the cause of the fault could not be identified. The subject device was manufactured before the patient circuit ¿dr¿ board design change was made. The design change has been made on op-amp circuit on dr board as it did not meet the spec (black outs may occur in the mask of 180 scope). The counter measure products were shipped after june 13, 2018. The subject device was manufactured with no abnormality or amendment. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user report was confirmed. A faulty patient board was discovered and causing no image to appear with 180 series scopes. Additionally, the cabling is loose when connected due to a worn out socket connector. The unit is also still equipped with the old version software and should be updated. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that their evis exera iii video system center would not produce an image during procedure preparation. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.